Event description:
Customer's mother reported receiving several error alarms. Mother stated that the insulin pump was not delivering any insulin. Through troubleshooting it was determined that the pump was stored without any batteries for an extended period of time. Through troubleshooting self test was also performed and the test passed. Customer's current blood glucose reading is 128 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, self, displacement, basic occlustion, occlusion, prime, excessive no delivery and prime/a33 test. No unexpected a21 or a17 alarms noted. However, several a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. No unexpected restart anomaly noted. Insulin pump delivered all bolus programmed during testing. No bolus anomaly noted. No cosmetic damage noted.